Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 2 would not work while docking, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). System tested and ready for use. Isi did receive the usm to perform failure analysis. The usm was tested on an in-house system and was found to produce error 25745 pointing to an issue with the set up joint button. The usm was tested on the psc fixture test platform (pftp) where it failed the insertion button test on the set up joint (suj) button. Inspection on the cannula was performed where damage was located on the axes controller spar connector flat flex cable (acsc ffc). The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was potentially disabled after the start of the procedure. Based on the provided information, it is unknown if the surgeon continued with the procedure robotically using 3 usms or 4 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 would not work while docking. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power cycled the system, and the usm still would not work. There were no errors on the system at the time of the call. The led on the usm was blue, and the "da vinci is ready" message was heard. The tse had the customer use the grab-and-go feature of usm 2 to dock the usm. The grab-and-go clutch worked; however, after exercising the switch, the usm was still unresponsive to the clutch. The system event logs showed error 25745 against usm 2. The customer continued with the case with usm 2 docked. There were no reports of patient injury. The customer called back to attempt a hard power cycle of the patient side cart (psc). After the restart, the customer was still unable to move the set-up joint (suj) by the clutch button. The tse confirmed it was usm 2. The tse viewed the live logs at the time of the customer's call back and found error 31199 against usm 1. No errors were audible or visible after the psc was power cycled. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.